Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4). They noticed the output didn't seem correct, they had to wiggle the wire to get it to work. They limped through the procedure to complete it. This warranty expired (B)(6) 2010. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4). They noticed the output didn't seem correct, they had to wiggle the wire to get it to work. They limped through the procedure to complete it. This warranty expired 08/03/10. The hospital did not report any patient effects.